Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2009, the patient was preoperatively diagnosed with type ii ¿dens¿ feature with c1-2 instability and cord contusion and underwent the following procedures: posterior c1-c2 arthrodesis; transarticular screws; sontag fusion arch of c1 to lamina of c2; crushed up local autograft; fluoroscopy; bilateral inferior c1 laminectomy; rhbmp-2 . As per op-notes , "..a standard incision was made from the occiput to the bottom of c2 spinous process. A standard bilateral subperiosteal dissection was performed to expose the occiput. The surgeon used a quarter sponge of rhbmp-2 mixed up with a little bit of bone that surgeon took from the spinous processes and mixed this up and packed both facet joints. Then using fluoroscopic guidance, surgeon placed 46 mm length trans articular screws across the joint in the usual manner. Surgeon used the ucss system and used cannulated screws. Surgeon drilled the k wire through the pars and across the joint until on the lateral it was flush with the anterior tubercle of c1. Surgeon then power drilled over the guidewire and tapped over the guidewire. Surgeon decorticated the bottom part of the arch of c1 and removed a tiny little bit of bone so surgeon could pass the sublaminar wire. On the superior spinous process and lamina of c2, surgeon decorticated this also and left a small bony ledge for the graft. I then took a small piece of iliac crest allograft, shaped this and fashioned this and placed it between the inferior arch of c1 and the superior lamina of c2. Surgeon wedge this in nicely and then tied the atlas cable around this to perform the sontag fusion. Surgeon should mention that during the case every thirty to forty minutes surgeon removed the retractors to allow the tissues to re perfuse. ..the wound was then closed in anatomical layers in the usual manner. The patient tolerated the procedure well.¿

Manufacturer narrative:
.

Event description:
It was reported that the patient underwent a posterior cervical discectomy and fusion at c1-2 using rhbmp2.

Event description:
It was reported that the patient underwent a posterior cervical discectomy and fusion using rhbmp-2/acs. The patient's post-operative period was marked by severe pain. Following the surgery the patient suffered from autonomic neuropathy, small fiber neuropathy, peripheral neuropathy, muscle atrophy and nervedamage, inflammatory reactions, chronic radiculitis, retrograde ejaculation, sterility, osteolysis (bone resorption), displacement or migration of the spacer cage, pseudoarthrosis, dysphagia, difficulty breathing, difficulty gripping and holding items, and chronic pain. The patient now suffers from bone overgrowth causing nerve compression, chronic pain and radiculitis, and emotional distress and mental anguish.